Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Attempted use in the renal artery. Incident details - the 6 x 17 x 135 visi-pro stent was attempted to be utilized in the renal artery. Wire access was gained into the left renal artery. This was a primary renal artery stent procedure. While advancing the visi-pro, the stent stripped off the balloon. This was then deployed in the iliac artery. The operative note has all the details including angiograms. Additional information received in the procedure notes indicated that multiple attempts at trying to get the stent to remount the balloon were unsuccessful. As a result the balloon was removed and a different balloon was used to perform balloon angioplasty of the ostium of the accessory renal artery. The visi-pro was brought into the right common iliac artery and deployed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.